Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or battery power loss alarm noted during testing. Device was received with pump error alarm due to j6 connector resistance issue. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that the insulin pump had power error detected as well as had crack at back of the insulin pump and battery compartment. Customer's blood glucose value was unknown. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.